Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform excessive no delivery test due to display anomaly. Unit received with cracked case at display window corners. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer received a no delivery alarm. Insulin pump was dropped as customer removed insulin pump to check tubing due to no delivery alarm; when customer attempted to put insulin pump back, pump fell and was damaged. Caller reported that display screen was damaged and not legible. Troubleshooting could not be performed for no delivery because display screen could not be read. Caller was advised that insulin pump would need to be replaced.